Event description:
The customer reported that she received a motor error alarm on the insulin pump while attempting a bolus delivery. Her blood glucose was 89 mg/dl. The customer does not use the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No unexpected motor error alarms were noted during testing. The pump passed the displacement test, rewind test, basic occlusion test and motor test. Unable to prime during the prime test due to a faulty force sensor. The pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.